Event description:
This customer reported a charge button failure during op-check. There was no patient involvement.

Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor device had become separated during patient use, due to either the set cap being off or the lack of a silicone band. Therefore, the sterile fluid pathway was breached. The device was filled with 1% lidocaine and ketalar at the time of the separation. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a basal/bolus infusor device which had its reservoir become separated was confirmed during product evaluation as the reservoir being separated from the set cap post. This condition was caused by a missing check band due to the device being incorrectly assembled during manufacturing. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.